Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer' blood glucose level was 137 mg/dl at the time of the incident. Customer went to bolus and her bolus was complete when she received the motor error alarm. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that while she was getting a bolus, she looked at the sensor glucose graph. Customer declined replacing the pump. Customer was advised to monitor her blood glucose level. Customer declined further troubleshooting. No further assistance needed.